Event description:
On (B)(6) 2011, pt reported experiencing intermittent issues with the down arrow button. Pt declined to troubleshoot. Pt stated, she just wanted to get her infusion device back up and running so she could get insulin. Pt reported, the buttons on the infusion device pop back out. Pt stated, the issue began around 2 months ago when she was attempting to bolus. Pt reported, she noticed the down arrow button wouldn't always respond. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.